Manufacturer narrative:
The cause for the discordant ft3 results is unknown. Siemens healthcare diagnostics has requested the readypacks in question for investigation. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
The customer observed differences in patient or quality control advia centaur ft3 results between different readypacks of reagents. The customer stated that they needed to delay reporting results while troubleshooting qc results that were out of range. There are no reports that treatment was altered or prescribed or adverse health consequences due to the difference in advia centaur xp ft3 values between readypacks or due to a delay in reporting patient results.

Manufacturer narrative:
Siemens filed MDR 1219913-2016-00220 on november 29, 2016 reporting that the customer observed differences in patient or quality control advia centaur ft3 results between different readypacks of reagents. The customer stated that they needed to delay reporting results while troubleshooting qc results that were out of range. Additional information - may 18, 2017: siemens requested the readypacks in question to be sent to siemens for testing but the readypacks were not returned. Siemens is unable to confirm the customer's complaint.